Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose levels. The customer¿s blood glucose level was 600 mg/dl at the time of the incident. The customer¿s symptoms were not noted, but was treated with the insulin pump. During troubleshooting, customer could run a manual prime and have insulin exit. Customer was also able to pass a high-pressure test and the device passed. Customer was advised to call back if the issue reoccurs. Nothing was returned or shipped.